Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that it was unclear whether the patient was still using the pump at the time of hospital admission or if it had been disconnected. The patient later entered hospice care on (B)(6) 2025 and passed away on (B)(6) 2025, at 6:01 am. The patient received only one cycle of chemotherapy. The medication used was 5fu (5150 mg) at a rate of 2.3 ml/hour. The patient was being treated for cancer.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.